Event description:
Time of surgery and immediate extraction site. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and bleeding. No further patient complications were reported.